Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified distal superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation; however, upon the third inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was good.